Event description:
In 2002 during a cardiovascular surgical intervention the anesthesiologist detected an overdelivery of remifentanile (ultiva). The report states: "during a cardiovascular surgical intervention the anesthesiologist detected an over delivery of remifentanile (an analgesic to maintain anesthesia) because usually with the normal concentration the anne pump device delivers 100 cc in 4 hours and the first time delivered in 1 hour. The anesthesiologist repeated two times more the same administration to get 4 hours of analgesia." The abbott affiliate was queried for further info. The pt received a four hour dose of remifentanile (ultiva) in one hour. The anesthesiologist then administered two additional doses of the anesthetic. Reportedly, the pt did not experience any adverse effects because the drug administered was selected with a wide safety profile. Though requested, no additional info was available, including pump parameters and drug concentration.